Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and a direct correlation to heartmate 3 lvas, serial number (B)(4), could not be conclusively established during this evaluation. The relevant sections of the device history records for (B)(4) (documents (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27sep2018 via order number (B)(4). Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The account reported that heartmate 3 lvas, serial number (B)(4), was not explanted and would not be returned for evaluation. The hm3 lvas IFU lists right heart failure, sepsis and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The hm3 lvas IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Additionally, care instructions regarding how to prevent infection as well as suggested responses in the event of infection are provided in several sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 11 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted on with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported the patient had a struggling right valve after implant and had a right ventricular assist device (rvad) implanted on (B)(6) 2019. Patient was being weaned from the rvad with plans to remove in a week. Patient then began to have increased white blood cells (wbc) and his kidneys began to fail. Patient experienced multi system organ failure (msof) with sepsis. The patient's family decided to withdraw support and the patient subsequently expired on (B)(6) 2019. Cause of death was reported as rv failure, msof and sepsis. It was reported it is unknown if death is device or device therapy related. The pump was not explanted and will not be returning. No additional information was provided.